Event description:
It was reported by the rep that the device was used during a diagnostic laparoscopy. It was reported the 355ld was inserted under direct visualization as a secondary operative port. There was difficulty in cutting through the peritoneum. The trocar was pulled back, rearmed and reinserted. Eventually, it broke through the body cavity. Two days later, uring was found in the body cavity. A reoperation discovered an incision at the fundus of the bladder. The surgeon indicated it was a trocar injury. No injury to the bladder was observed during the first operati0n. The surgeon admitted that the penetration angle of the trocar was steep and accepted partial blame.